Manufacturer narrative:
(B)(4): eval results: (dissection).

Event description:
Due to acute coronary syndrome and post recent st segment eval myocardial infarction, the pt underwent the index procedure with deployment of an endeavor sprint rapid exchange (rx) drug-eluting stent in the mid segment of the left anterior descending artery (lad). A second drug eluting stent was deployed distal and overlapping the primary stent to treat an edge dissection in the distal lad. Post-procedure angiography revealed a 0% final residual stenosis and timi 3 flow. On the same day the event of distal lad edge dissection was considered resolved and the pt received a peri-procedural loading dose of study medication, clopidogrel 600 mg. The pt was discharged home on protocol required doses of study drugs: clopidogrel 75 mg and aspirin, 162 mg the following day. In the investigator's opinion, the event was mild in intensity, not related to the study drug or to the study device, and definitely related to the study procedure.